Manufacturer narrative:
As reported by our affiliate, there was a balloon/leakage/rupture involving this product during a shunt percutaneous transluminal angioplasty. The product (435-504s) ruptured below rated burst pressure. The target lesion was the cephalic vein with severe calcification. The product was used in the pt and will be returned. At this time the product has not been returned and its analysis will be completed upon receipt. Additional info obtained will be submitted within thirty days upon receipt.

Event description:
Balloon rupture.